Manufacturer narrative:
This supplemental report is presented to provide the results of legal manufacturer's final investigation. A review of the device's history log found no deviations that could have caused or contributed to the reported problem. It has been more than (5) five years since the device in question was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to a communication failure caused by the faulty cable was caused by an internal water immersion. The event can be prevented by following the instructions for use that establish: never reprocess or store this camera head with instruments with sharp tips (tweezers, forceps, knives, etc.). This could scratch or poke holes in the camera cable, which could allow water to penetrate and damage the electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
D2: additional codes- nwb. The device was returned and evaluated, and the customer¿s allegation was confirmed; there was no image from the device during the incoming inspection. Additionally, the water tightness checks failed (isolation on cable damaged) which was caused by a defective/damaged cable unit. For correct function it was necessary to replace the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the 4k camera head was not displaying an image during preparation for use prior to a cystoscopy procedure. Additionally, the customer reported there were no error codes and that the camera head cable was deformed. The customer used a similar device to perform the procedure. The customer confirmed there was no patient involvement at the time of the event.